Manufacturer narrative:
The involved device has not been returned from the user facility for evaluation. Therefore, the investigation was limited to evaluation of user facility information, retained samples and quality records. Examination of the retained sample confirmed there were no defects or anomalies. Testing of the retained sample confirmed that performance specification were met. A review of the device history records confirmed that there were no production related problems for this lot number and 100% leak testing had been passed prior to shipment. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a device defect or malfunction. The labeling does address the potential for an event related to damage of the tr band balloon in the instructions-for-use with the following statement: "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the tr band was unable to be inflated as it was being placed on the patient to assist with achieving hemostasis following a procedure. The following information was provided by the user facility: the tr band was not able to be inflated during placement; and a second tr band was placed & inflated without difficulty.